Event description:
A 3.0mm diameter x 15mm length endeavor sprint rx drug-eluting coronary stent was deployed in the distal clx of a pt with no issue reported. However, it was reported that the pt was hospitalized due to a gi bleeding event 9 months post implant of the relevant stent. The pt is reported to be recovered and no other clinical sequelae were reported. Investigator reported that the event is not related to the relevant device.

Manufacturer narrative:
(B)(4). Evaluation: results: gi bleed.